Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of post-paced t wave oversensing were revealed on the ventricular lead. Technical services was contacted and recommended device reprogramming to resolve the issue. The patient had no symptoms or adverse consequences.